Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure. According to the complainant, during the procedure,when an attempt was made to apply the third or fourth ligature, the band rolled off. Reportedly, there was adequate suction applied to the varix however; once the band was applied, the band "slowly moved up" and fell off the varix. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old. The exact event date is unknown however; it has been reported the the event took place "between (B)(6) 2012." The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.